Event description:
Husband picked up new tirzepatide prescription from compounding pharmacy (B)(6) on (B)(6) 2024. At 6pm gave himself first dose of the medication. Wife watched him do it because he's nearsighted and wanted to ensure correct dose. He injected into thigh. He stated it gave "funny taste" in mouth after taking. Wife reported strange as she is nurse practitioner, and wonders if there was issue with syringe. He usually gets up around 5:30am to get granddaughter and he did not get up as usual. He took son to school around 6:40am. Told son he didn't feel well. Did not report this to wife. Wife left for work at 7:30am. Husband laid down after and never got up. Wife received call around 1:00pm in afternoon that he had not shown up to work. 911 called and husband found deceased at home. Contact information for the pharmacy: (B)(6). Reason for use: obesity.